Event description:
Philips received a complaint from the customer on the v60 device indicating that the battery was defective. It was reported that there was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. A field service engineer (fse) was dispatched onsite to evaluate and repair the device. Upon arrival, the fse checked the device and recommended a battery replacement.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case regarding the repair, but no response was received. It is therefore unknown what the outcome of the reported issue was, and no further information could be obtained. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
Per initial good faith effort (gfe) response received, the biomedical engineer (bme) confirmed that the battery was depleted and failed to charge. The bme also stated that a service quote for repair was sent to the customer for approval.